Event description:
It was reported that this right ventricular (rv) lead exhibited out of range pacing impedance measurements, measuring at 2651 ohms. Upon review, there was no noise stored and there was a gradual rise in the impedances. Technical services (ts) stated that amplitude and threshold measurements were stable. This rv lead currently remains in service. No adverse patient effects were reported.